Manufacturer narrative:
J. Spivak, p. H. Chan, h. A. Prentice, e. W. Paxton, e. R. Brill. Mesh-based inguinal hernia repairs in an integrated healthcare system and surgeon and hospital volume: a cohort study of 110,808 patients from over a decade. Hernia (2023) 27. Https://doi.org/10.100 7/s10029-023-02796-x. Pages 1209¿1223 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between january 2010 and december 2020, a retrospective study analyzed the outcomes of patients who underwent inguinal hernia repair with mesh placement via, open, laparoscopic or robotic repair, within an integrated healthcare system between january 2010 and december 2020. It was noted that of the 131, 629 primary hernia repairs that were performed in 110,808 patients, covidien/medtronic mesh was utilized in 105,214 repairs, and complications included recurrent inguinal hernia, cellulitis/hematoma, abscess and infection, while interventions included re-admission and re-operation.